Manufacturer narrative:
(B)(4). Date sent: 03/17/2020. D4: batch # t5dj0x. Device analysis: the analysis found that one ntlc75 device was returned with the right bearing missing, the left bearing was present and in position within the saddle pin and with no reload was present. Further investigation shows that the shroud was noted damage on the same side of the missing bearing. The damage noted are scratches. No damage to the saddle pin was noted. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The damage on the shroud and the right bearing detached is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic colectomy, a part of the device was broken off before the 2nd firing on the colon. The broken piece was retrieved. There was a possibility that the broken piece was a part of the round metal parts which is inside the anvil folk. No pieces were left inside the patient. The staple height was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.